Event description:
It was reported that the patient had a right knee replacement on (B)(6), 2011. On (B)(6), 2012, she had to have the whole knee replaced. Patient claims that the knee fell into two pieces. She also claims that she kept telling her surgeon that her knee was bothering her, and the doctor said nothing was wrong with it. Patient found out later that her knee was separating. She states that her surgeon wouldn't address it. Dr. (B)(6) revised her knee and she is doing 100% better.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. (B)(4).

Manufacturer narrative:
An event regarding revision due to triathlon tibial baseplate loosening was reported. The event was confirmed. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Device evaluation could not be performed as the subject device was not returned. A review of the provided records by a clinical consultant concluded: "there is no examination of the explanted stryker primary total knee components. The revision operative report describes "femoral component well fixed" and a confusing description of the tibial component suggesting that it was no adherent to the cement mantel, which is normal since cement is not glued. There is no listing of the revision component which do not appear on x-ray to be stryker products. In this obese woman with narcotic dependence and chronic pain there is no evidence that factors relating to her primary total knee arthroplasty components were responsible for here clinical course." Conclusions: the reported revision surgery was confirmed by the provided medical records. The root cause of the revision could not be determined as the exact indication for revision could not be determined. If devices and / or additional information become available, the investigation will be reopened.

Event description:
It was reported that the patient had a right knee replacement on (B)(6) 2011. On (B)(6) 2012, she had to have the whole knee replaced. Patient claims that the knee fell into two pieces. She also claims that she kept telling her surgeon that her knee was bothering her, and the doctor said nothing was wrong with it. Patient found out later that her knee was separating. She states that her surgeon wouldn't address it. Dr. (B)(6) revised her knee and she is doing 100% better.